Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an open/damaged inductor, designator l4.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device was unable to power on. There was no report of any patient use associated with the reported issue.